Event description:
This case was initially received via regulatory authority (B)(4) (reference number: mw5032941) on 13-jan-2014. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube/right fallopian tube") in an adult female patient who had essure (batch no. 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, delivery in 2003, delivery in 2006 and abortion spontaneous. Concurrent conditions included body mass index normal. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lots of pain in lower right abdomen/severe and persistent low abdominal pain/low abdominal pain/sharp, pinching pain"). On an unknown date, the patient experienced anxiety ("mental anguish"), emotional distress ("suffering") and complication of device insertion ("coil was hard to place in the left fallopian tube"). The patient was treated with surgery (removal of fallopian tubes). Essure was removed on (B)(6) 2014. In (B)(6) 2013, the abdominal pain lower had resolved. At the time of the report, the fallopian tube perforation, anxiety, emotional distress and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, anxiety, complication of device insertion, emotional distress and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Ultrasound scan - in (B)(6) 2010: x-ray - in (B)(6) 2010: essure confirmation. On (B)(6) 2010: essure confirmation test: with dye. Most recent follow-up information incorporated above includes: on 4-dec-2017: essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events fallopian tube perforation, right lower quadrant pain, mental anguish, emotional suffering, psychological disorder and complication of device insertion were added. Reporter information, patient / plaintiff¿s information, product information, other relevant history, lab data, relevant tests were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Was initially received via regulatory authority (food and drug administration, reference number: mw5032941) on 13-jan-2014. The most recent information was received on 29-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated fallopian tube/right fallopian tube") in an adult female patient who had essure (batch no. 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "coil was hard to place in the left fallopian tube". The patient's past medical history included multigravida, parity 2, delivery in 2003, delivery in 2006 and abortion spontaneous. Concurrent conditions included body mass index normal. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lots of pain in lower right abdomen/severe and persistent low abdominal pain/low abdominal pain/sharp, pinching pain"). On an unknown date, the patient experienced anxiety ("mental anguish") and emotional distress ("suffering"). The patient was treated with surgery (removal of fallopian tubes (bilateral salpingectomy)). Essure was removed on (B)(6) 2014. In (B)(6) 2013, the abdominal pain lower had resolved. At the time of the report, the fallopian tube perforation, anxiety and emotional distress outcome was unknown. The reporter considered abdominal pain lower, anxiety, emotional distress and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Ultrasound scan - in (B)(6) 2010: x-ray - in (B)(6) 2010: essure confirmation. On (B)(6) 2010: essure confirmation test: with dye. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.